Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the catheter was being used on a (B)(6), female, pt, in labor & delivery. The physician encountered difficulty when trying to remove the catheter from the pt's lumbar section of the spine; the catheter became "stuck" in the pt's back. The physician stated the catheter stretched when applying tension. At which point, the physician had the pt bend at the waist while sitting in the bed & he proceeded to pull on the catheter while grasping the catheter at the skin site with his fingers. The catheter did start to come out about 5 cm before he heard & felt a "pop" & at that time only a portion of the catheter was removed. Upon examination of the catheter, it was determined that the tip was missing. The physician requested an x-ray & a consult with radiology & a neurosurgeon. It was found that a portion of the catheter was in the pt's back & a medical marker was inserted by the radiology dept. The pt was taken to surgery, general anesthesia was given & a 4-inch incision was made over the catheter insertion site. It was found that the broken catheter piece was just below the ligament, but not in the spinal area. The catheter was then removed & sent to the lab for identification & documentation. The pt was sutured, awakened & returned to their room. The pt complained of very little post-op pain. There was a one-day extended hosp stay due to surgical intervention. The pt is doing fine & was discharged on (B)(6) 2010. The sales rep stated the info was provided to him during a meeting with risk mgmt & the physician. The physician stated the catheter was inserted about 12cm from skin site & that the pt was thin, but pregnant at the time of insertion. Upon visual inspection of the broken catheter by the sales rep at the risk mgmt office, it was observed that the proximal portion of broken catheter had about 15-20 cm of uncoiled wire at the tip & that there was about 2 cm of the catheter in the specimen cup that was removed from the pt. The broken tip was intact & it appeared that the wire was still in the 2cm piece.